Event description:
It was reported that the touchscreen of a pump had cracked, rendering the screen unreadable and unresponsive. The record showed a blood glucose value of 150 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer arranged for the return of the device and expected to receive a replacement pump, for which a new serial number was provided.